Manufacturer narrative:
Continuation of d10: product ID: 97745. Serial#: (B)(6). Product type: programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97745 programmer (s/n: (B)(6)) revealed that the system connector had eight missing pins and was scrapped. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for spinal pain it was reported that pt states her handheld will not charge. Pt states its not the cord however its been charged 3 diff times for 4 hours or more and still saying battery empty please charge soon. Pt is not seeing green light blink either and only the green light on the ac power. Pt states the minute she unplugs says battery empty please charge controller. Pt tried a reset. The issue was not resolved through troubleshooting. A replacement controller was sent out. Patient services (pss) sent request to repair. Pts remote is not charging and is not blinking green either only the ac power is. Pt had this charged overnight and the minute she unplugs says battery empty please charge controller. Additional information was received. It was reported that they still cannot charge their controller. Pt said they were on a 3-way call with their manufacturer representative (rep) and the manufacturer about a week ago for the controller battery. Pt received the replacement battery pack and said it was "too fat" so they did not put it in their controller. The pt was helped to put their replacement battery pack in the controller with the replacement battery door that was sent to the patient. Pt was able insert the battery replacement into the controller. The pt was asked to plug their controller into the wall outlet, but the pt only saw a solid green light, not a green blinking light. The pt was helped inspect the controller port and ac power supply, but no visible damage was detected. Pt said their ac power supply plug that they insert into the controller was no longer tight and was easier to insert into the controller. Pt said they were very upset because their rep didn't offer to call for the pt. Pt could not charge their ins because they could not charge their controller. Pt mentioned about 6 months ago their controller was slower to charge and if they let their controller battery go down below half way it would "take forever" to charge. A replacement ac power supply was sent out. Additional information was received from the patient. Pt called back stating they got a new ac power supply and a new controller battery but that did not resolve the issues for the controller would not charge or come on. A replacement controller was sent out.